Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient encountered a stroke after impella 5.5 support. The patient had been on impella 5.5 support for 8 days and 2 days after pump explant, the patient experienced a stroke.